Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "poor connection" malfunction would likely be due to damage on the connector, and it has been unable to be connected. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light source exhibited no electrical connection in the connector contact pins that are between the output socket and the endoscopic position detecting unit connector. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connector was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide new information about a new potential adverse event reported by the customer, no image: black screen. Correction to g2: reporter source should be (other: spain) of the initial medwatch. Based on the results of the investigation, it is likely that the poor communication occurred due to damage on the connector, and it was unable to be connected. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source, had a "black screen with the different gastroscopes and colonoscopes.